Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During module inspection pk20132n build 20, it was verified 1 piece, ref. (B)(4), lot mvmgwb710. Without 2 springs.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned for analysis. Physical evaluation of the product was able to confirm the complaint. The two springs of the articulation surface are missing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.